Event description:
One device was returned with report of defective date and time. Evaluation of the returned device found a delaminated downstream occlusion seal. There was no patient involvement.

Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was confirmed. However, visual inspection found that the downstream occlusion (dso) seal was delaminated. This indicated a reportable malfunction based on the dso seal. The dso seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.